Event description:
It was reported to philips that the device won't shock during the operational check. There was no patient involvement.

Event description:
It was reported to philips that the device won't shock during the operational check. There was no patient involvement.

Manufacturer narrative:
The filed service engineer (fse) evaluated the device and confirmed the operational check failure. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.